Event description:
As reported, during advancement of a 10mm x 39mm palmaz genesis on opta pro stent-delivery system (sds), the stent detached within the patient¿s portal vein. The balloon of 10mm x 39mm palmaz genesis on opta pro sds was then used to expand the detached palmaz stent which was implanted within the portal vein in an unintended location. As a result, the palmaz genesis sds was removed, and a second 10mm x 39mm palmaz genesis on opta pro sds was implanted to successfully treat thrombosis of the portal vein. It was reported that the physician made a small distal oversize of the first palmaz genesis stent that was detached. The second stent was implanted without issue. This was during a procedure to treat portal vein thrombosis post liver transplant. The portal vein lesion was totally occluded by thrombosis. The device was prepped per the instructions for use (IFU) without difficulty. During preparation, the stent was lubricated, and it was confirmed that the stent was properly mounted on the delivery system when inspected. An unknown 7f sheath was used for this procedure, along with an unknown .035 compatible guiding catheter. The balloon of the sds was not inflated prior to insertion, and the inflation device was in the neutral position during advancement of the sds. The stent was not prematurely expanded prior to detaching from the delivery system. The stent did not fracture prior to its detachment. The delivery system was able to be removed easily from the patient and remained in one piece during its removal. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82177067 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g4, g6, h1, h2, h3, h6, and h10. Complaint conclusion: during advancement of a 10mm x 39mm palmaz genesis on opta pro stent-delivery system (sds), the stent detached within the patient¿s portal vein. The balloon of 10mm x 39mm palmaz genesis on opta pro sds was then used to expand the detached palmaz stent which was implanted within the portal vein in an unintended location. As a result, the palmaz genesis sds was removed, and a second 10mm x 39mm palmaz genesis on opta pro sds was implanted to successfully treat thrombosis of the portal vein. It was reported that the physician made a small distal oversize of the first palmaz genesis stent that was detached. The second stent was implanted without issue. This was during a procedure to treat portal vein thrombosis post liver transplant. The portal vein lesion was totally occluded by thrombosis. The device was prepped per the instructions for use (IFU) without difficulty. During preparation, the stent was lubricated, and it was confirmed that the stent was properly mounted on the delivery system when inspected. An unknown 7f sheath was used for this procedure, along with an unknown .035 compatible guiding catheter. The balloon of the sds was not inflated prior to insertion, and the inflation device was in the neutral position during advancement of the sds. The stent was not prematurely expanded prior to detaching from the delivery system. The stent did not fracture prior to its detachment. The delivery system was able to be removed easily from the patient and remained in one piece during its removal. The product was returned for analysis. Two non-sterile sds genesis .035 10.0x39 135cm units were received coiled for analysis inside two different plastic bags. The devices were unpacked to proceed with the product evaluation. During visual inspection, the stent was already deployed and not returned for evaluation for both units. No other anomalies were observed during the analysis at naked eye. The units were randomly named as unit 1 and unit 2. Per microscopic analysis crimp marks on the balloon are noted where the stent was originally placed. No other anomalies were noted. A product history record (phr) review of lot 82177067 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent dislodged - in patient¿ was not confirmed through analysis of the returned device since marks where the stent was originally placed were found on the balloon indicating the stent was correctly crimped on the balloon. The reported ¿stent inaccurate placement¿ was not confirmed as procedural images were not provided for review. The exact cause of the events could not be determined during analysis. Based on the information available for review, vessel characteristics (totally occluded and thrombosed portal vein) or procedural factors may have contributed to the events. According to the safety information in the instructions for use ¿prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity. Recrossing a partially or fully deployed stent with adjunct devices must be performed with extreme caution. Do not attempt to remove or readjust the stent on the delivery system. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the label. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Under fluoroscopy, use the balloon marker bands and the radiopaque stent to position the stent centrally within the lesion. During positioning, verify that the stent is still centered within the balloon marker bands and has not been dislodged.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.